Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter or returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 175 mg/dl, 156 mg/dl, 161 mg/dl, and 247 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 148 and 138 mg/dl using true metrix meter. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing two to three times a day (fasting). The customer has not made any recent changes in diet, exercise regimen, and medication.

Manufacturer narrative:
(B)(4). The product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 175 mg/dl, 156 mg/dl, 161 mg/dl, and 247 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 148 and 138mg/dl using true metrix meter. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing two to three times a day (fasting). The customer has not made any recent changes in diet, exercise regimen, and medication.